Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms and no display ramping on its own anomaly was noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump has broken reservoir tube lip, stripped battery cap coin slot, cracked case at display window corners, reservoir tube, lcd display window and battery tube threads and minor scratches on display window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, following exposure to a little bit of moisture. The customer's blood glucose was 130 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).